Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that when trying to load the lens in the injector the haptic on the lens would not curl and was unable to be loaded correctly in preparation. There was no patient contact with the product.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about a defective lens. Additional information was requested, but no further information is available.